Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the surgicel was left in the pocket and hemostasis was obtained by removing it and applying the pressure the site. As the necessary clinical information was not provided, the root cause of the ventricular tachycardia was not determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25793 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with impella 5.5 device for mechanical circulatory support. Approximately three days after start of support, the patient experienced premature ventricular contractions/runs of ventricular tachycardia which were resolved with repositioning of the pump. Four days later, the patient had swelling at impella site and down right arm, dressing changed with bedside, no active bleeding. However, there was leakage from insertion site with turns due to swelling. Doppler ultrasound was completed on all four extremities, and patient received one unit of packed red blood cells. The next day the patient went for a wash out of the site; there was no significant bleeding, but the staff found a surgical device left in the pocket. The device was removed, and the pocket was washed out, dried and site reclosed. Physician commented it is believed the incident of the device occurred at an outside facility. The patient was reported to be in stable condition following the event. Latest follow up noted 13 days later, the patient was received a left ventricular assist device; impella 5.5 was successfully weaned and explanted.